Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. Although the clip deployed in the vessel and achieved hemostasis, manual compression was prophylactically applied for ten minutes. No adverse pt effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not performed.